Event description:
During testing at the user facility, the device did not alarm when a distal occlusion was present. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional info was provided.